Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, the customer alleged that the pump did not alarm as expected for all occlusion events. Customer's blood glucose was 130 mg/dl. Customer declined troubleshooting with tandem technical support. The customer continued to use the pump along with manual insulin injections for insulin therapy.